Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a procedure performed on (B)(6) 2013. It was reported that an event occurred while using the device during the procedure inside the patient, however, no information could be provided regarding the nature of the event. It was reported that there were no patient complications as a result of the event. This event has been deemed reportable based on the investigation finding: dilator detached from sleeve.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. Visual evaluation of the returned device found that the handle of the capio suturing device was cracked. Both legs of the mesh assembly were returned, but no mesh was returned. One sleeve was partially cut near the dilator, with both leader loops cut. The other sleeve was cut completely near the dilator, both leader loops cut. Tool marks were noted on both dilators. The section of sleeve that was cut off was not returned. Both lead sutures were cut an equal distance from the needles. Only one needle was returned, with a small section of frayed lead suture attached. Since there is no fraying at the end of the lead sutures, it is likely that they were cut intentionally. The fraying to the piece of suture still attached to the returned needle likely occurred during retrieval, packaging, or shipping of the fragment for analysis. No defined failure was reported; therefore, the most probable root cause of the event could not be determined. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.